Event description:
It was reported in a study entitled, " "septal venous channel perforation during left bundle branch area pacing: a prospective study" that a patient suffered vascular dissection and cardiac perforation resulting in pericardial effusion during implant of their right ventricular lead. The issue was resolved by repositioning the lead. The patient's health status was unknown.